Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, cluster headache, pituitary tumour, hemostasis and mental status changes. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"), allergy to metals ("nickel allergy/allergy/allergic reactions") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she did not under go conformation test and previously there was essure confirmation test: hysterosalpingogram with result: essure device was successfully occluded. She received treatment for pelvic/abdominal pain, allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: plaintiff fact sheet received. Events¿ fatigue, vaginal bleeding and menorrhagia¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, cluster headache, pituitary tumour, hemostasis and mental status changes. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain female. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she did not under go conformation test and previously there was essure confirmation test: hysterosalpingogram with result: essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received. Case become incident. New events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, nickel allergy, fatigue were added. Outcome of the event pelvic pain updated. New reporters added. Patient demographics added. Concomitant conditions and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, cluster headache, pituitary tumour, hemostasis and mental status changes. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain female. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"), allergy to metals ("nickel allergy/allergy/allergic reactions") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she did not under go conformation test and previously there was essure confirmation test: hysterosalpingogram with result: essure device was successfully occluded. She received treatment for pelvic/abdominal pain, allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included malaise, cluster headache, pituitary tumour, hemostasis and mental status changes. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"), allergy to metals ("nickel allergy/ allergy") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as she did not under go conformation test and previously there was essure confirmation test: hysterosalpingogram with result: essure device was successfully occluded. She received treatment for pelvic/abdominal pain, allergy, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: added event abdominal pain. Updated event nickel allergy/ allergy (previously reported as nickel allergy) and psychological or psychiatric problems: mental anguish/ psychology injury (previously reported as psychological or psychiatric problems: anxiety and mental anguish). Updated outcome of event allergy to metals, pelvic pain (previously reported as recovering). Updated essure insertion date. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformance's data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.